Manufacturer narrative:
Zoll medical corporation evaluated the data file and the customer's report was not confirmed. Review of the files showed energy is delivered three seconds after reaching full charge via a button press. There are no other charge attempts in the log, and no indication of a malfunction or error. It's important to note the device was charged and discharged via user commands. The only way the device has any influence on the delivery of energy would be an analysis (shock determination) or synchronized cardioversion (specific shock timing). Since this was a defibrillation, the user was in full control of the timing and delivery of the shock. The log showed no indication that the shock output was inappropriate. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 48-year-old male patient, the device failed to discharge on the correct waveform. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.